Manufacturer narrative:
No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Additional information received indicates surgical intervention took place on (B)(6)2021 wherein an anchor was added to address the issue. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00846. It was reported the patient experienced ineffective stimulation due to one lead migrating. Surgical intervention may take place at a later date. Note: it is unknown which lead migrated, as such both leads are being reported.